Manufacturer narrative:
During service, the technician identified occurrence of vent inop error codes, suggesting failure of internal communication affecting the calibration data for the pressure and flow sensors. The da to mc (motor controller) cable was replaced and mc board retention bracket was attached to address the finding.

Event description:
The international customer requested routine periodic maintenance for the v60 vent. During servicing, the technician reviewed the device diagnostic history log and found the presence of multiple error codes suggesting vent inop occurrence. There was no patient involvement associated with this event.